Event description:
Device 2 of 3. Refer to manufacturer reports: 1627487-2010-01032 and 1627487-2010-01049. The patient received her scs system consisting of lead extension and bilateral percutaneous leads placed in the occipital region (off-label location) on (B)(6) 2006. It was reported that the patient experienced a burning sensation in the middle of the occipital region and above the right scapula area. The patient was reportedly experiencing little stimulation from her system. The patient also reportedly experienced an overstimulation sensation described as a halo around her head. The sensation occurred despite trying different combinations of leads, contacts and pulse widths. A diagnostic lead impedance test revealed invalid contacts on a lead. The physician replaced the lead but when they were connected to the existing extensions, diagnostic impedance testing again revealed invalid impedances. Therefore, the extensions were also replaced. All explanted devices were returned to ans for analysis. No further information is available.

Manufacturer narrative:
Device 2 of 3. The device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were fond. Lead outer tubing has some compression damage. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.